Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; h2; h3; h6. Review of the reported event by a health care professional found: during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected, updated: b7, d1, d2, d4, d10, g4. D10: item 30203606, lot 65619505, description g7 vit e frdm const lnr 36mm f. Item 00625006535, lot 66814875, description bone screw 6.5x35 self-tap. Item 00625006560, lot 66871994, description bone screw 6.5x60 self-tap. Item 00625006520, lot 66018011, description bone screw 6.5x20 self-tap.

Manufacturer narrative:
(B)(4). H6 proposed component code: mechanical (g04) - head. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial left total hip arthroplasty. Subsequently, patient underwent a second left hip revision due to infection approximately 3 (three) months later. During the revision, pus was noted deep in the joint as well as extensive necrotic tissue. Dense scar tissue was resected. The stem was retained. The head, cup, screws and liner were revised without complications. Attempts have been made and additional information on the reported event is unavailable at this time.